Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during renal cyst removal the device was stopped working with red light came from handle. The battery was changed, but red light still came on. The device was inspected and it was noted that one of the jaws was missing. Missing jaw was found and the device was removed in the field. They opened another like device to complete the procedure. There was no patient injury.